Event description:
Coil half-way deployed out of catheter in spermatic vein embolization. The md was attempting to remove the coil when it dislodged from the catheter into the subq. Tissue. Md attempted to remove coil with very small incision. Then pt was taken to or to remove coil per surgeon a few hours later.